Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple stations are powered down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a check of settings and operating system events/logs were requested. A technical support specialist (tss) reviewed application logs and event viewer and emailed the customer with the findings. Most of the devices showed that a user had performed load/refill workflows. The 'recover storage space' workflow triggered errors in medication application logs, followed by the device restart. But no logs showed initial shutdowns, and no settings indicated scheduled shutdowns. Based on discussion with the field service engineer, the tss confirmed that it was likely the user unintentionally rebooted or shut down the devices manually. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple stations are powered down. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.